Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that, the patient experienced infusion set leakage event on (B)(6) 2026, infusion set started leaking causing hyperglycemia treated with insulin bolus.